Manufacturer narrative:
H3: product analysis: evaluation did not reproduce the reported malfunction of the burr not being able to be inserted inside the attachment and emission of some black soot. However, it was noted that the tip bearing was found to be damaged and broken, there were some scratches and dents on the device and the markings were deteriorated. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr could not be inserted inside the attachment and also some black soot was emitted. At the time of report, the patient or staff impact was unknown. Additional information was received from further follow up that there was no patient or staff impact.